Event description:
The manufacturer received information alleging a ventilator powered off and failed to alarm during a thunderstorm. The patient allegedly lost consciousness but no medical intervention was required. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.